Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a brief episode of ventricular tachycardia (vt) that spontaneously resolved. The episode was the suspected result of programmed timing cycles that caused pacing into a t-wave. Boston scientific technical services (ts) reviewed the episode noting it was not possible to conclusively determine the starting point of the arrhythmia and whether pacing into a vulnerable period may have triggered it. Ts provided suggestions for programming optimization. The physician elected to perform a procedure to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system to treat any future instances of tachyarrhythmias. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was returned several months later without explant details. It was later noted that the patient was upgraded to a transvenous ICD rather than a subcutaneous system during the pacemaker explant procedure. No further details could be obtained. No adverse patient effects were reported.